Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+2.0/089 (sphere/cylinder/axis), within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. Another same model but different length lens was implanted during the same surgery and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found haptic torn. UDI corrected to n/a in initial MDR. Method code 4111 should have been included in initial MDR. Claim#: (B)(4).